Event description:
The customer reported that while running an antibody screening assay, summit sample handler did not pipette sample and did not give an error message. An ortho field service engineer was dispatched but was unable to duplicate the event. The fse replaced tip clamps, cleaned instrument and ensured performance. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-03166-06.